Event description:
The physician went through all the appropriate steps for hercules 3 stage wireguided balloon preparation. The balloon failed to inflate. The balloon was removed without incident and a balloon made by another company was used to complete the procedure. This facility has successfully used the cook balloons since this event. Our laboratory eval confirmed the catheter of the balloon device exhibits a crack, which has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: during a visual examination, we confirmed the catheter has broken at the distal end of the white tubing at the injection hub. The catheter does not exhibit any stretched areas, however there were cracks and kinks along the catheter at 16 cm, 7 cm, 111 cm and 144 cm from the tip of the balloon. The damaged areas are preventing inflation of the balloon. No other observations were noted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions four use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Kinks and breakage of the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions or use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through or removal from the endoscope, this could have endoscope to the catheter breakage. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.